Event description:
It was reported that " the unit manager of (B)(6) hospital called me yesterday afternoon (B)(6) 2024 informing me that over the past weekend her staff had been assisting {doctor} with insertion of dialysis catheter and when {doctor} tried to aspirate there was air coming out and staff and doctor noticed a crack in the needle hub. A second, third and fourth set was opened with all 4 sets having the similar cracked needle hub. A fifth set was opened and the needle was not cracked and the procedure completed. All 4 defective needles were discarded despite staff being told to keep them for investigation." There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine". Associated MDR numbers include: 3006425876-2024-01140, 3006425876-2024-01138, and 3006425876-2024-01128.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.